Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified vessel. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during third inflation at 18 atmospheres for 10 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR. : returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. The device has numerous kinks to the hypotube and shaft. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded. The distal markerband was kinked and the proximal end of the markerband, the guidewire lumen was kinked. The device had tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 10mm from the tip of the device. The device failed to inflate to rated burst pressure. Inflation and deflation show that the markerband damage did not likely cause the pinhole damage given the location distance of 3mm did not change during functional testing.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified vessel. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during third inflation at 18 atmospheres for 10 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported and the patient condition was good.